Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure a multi-link stent was successfully implanted in a mid-left anterior descending. After the procedure, the pt complained of chest pain, so angiography was performed. Thrombosis was found inside the implanted stent. Re-percutaneous transluminal coronary angioplasty was performed and the pt recovered.